Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited a pacing impedance warning and intermittently undersensing during an atrial tachycardia (at)/atrial fibrillation (af) episode. No changes or interventions were reported. The patient condition was not known.